Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the non-boston scientific right atrial (ra) lead due to high out of range pacing impedances. It was also noted there was noise and oversensing on the ra lead after the lss. The patient was seen in clinic and reprogrammed back to bipolar pacing. Technical services (ts) recommended split configuration bipolar and unipolar sensing. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) on the non-boston scientific right atrial (ra) lead due to high out of range pacing impedances. It was also noted there was noise and oversensing on the ra lead after the lss. The patient was seen in clinic and reprogrammed back to bipolar pacing. Technical services (ts) recommended split configuration bipolar and unipolar sensing. No adverse patient effects were reported. This device remains in service.